Manufacturer narrative:
Additional information will be submitted within 30 days of receipt.

Manufacturer narrative:
The complaint is from a clinical study (B)(4) for patient with ID (B)(6) indicated that the procedure was coil embolization assisted with an enterprise vrd (enc452812), cerebral edema appeared in the left side medulla oblongata (around the non-cordis/codman coil mass) the following day after the procedure, with symptoms of ataxia and hemiplegia (left side). Osmotic pressure diuretic and steroid were administered by drip infusion, and rehabilitation was done. The patient had sequelae as of two months from the event. The target aneurysm was located in intracranial vertebral artery. During the event, the stent was patent, and no coil was protruding into the parent artery. The modified rankin scale before the procedure was 0, 6 days after the procedure was 4, and 2 months after the procedure was 4. The act pre-anticoagulation was not measured, but post anticoagulation was 232 seconds. Pre and post procedure, the enterprise was fully expanded and apposed to the vessel wall. After the procedure, the aneurysm residual flow was raymond classification 3 (aneurysm obliterated less <95%). Devices utilized prior to inserting the enterprise stent consisted of a prowler select plus microcatheter (606-s255mx/lot unknown), and a prowler 14 (mc) microcatheter (606-151fx/lot unknown). Additional products consisted of a guider st xf/boston scientific, excelsior mc (boston scientific), chikai/asahi intecc guidewire, microplex complex 18/microvention (14 in total), hydrocoil 14/microvention (4 in total), hydrocoil 10/microvention, microplex compass 10/microvention (14 in total), microplex hypersoft /microvention (10 in total), gdc-10 2d /stryker (5 in total), and gdc-10 ultrasoft/stryker (3 in total). The antiplatelet therapy consisted of aspirin 100mg/day: (B)(6) 2011-, clopidogrel sulfate 75mg/day: (B)(6) 2011-, heparin 5000u: (B)(6) 2011 (during the procedure), and argatroban hydrate 60mg/day: (B)(6) 2010. The unruptured saccular aneurysm neck was 6.2 mm and the neck to sac ratio was 20.0 mm/6.2 mm. The parent vessel size/diameter proximal was 3.1mm and distally was 3.4mm. A cd copy of the procedure was not available. No further information was available. Additional information wil be submitted within 30 days of receipt.

Manufacturer narrative:
The complaint received, from the clinical study "japan pms enterprise", states that post index procedure the patient suffered symptomatic cerebral edema. This is a (B)(6) female patient with unknown medical history. The procedure was coil embolization of an intracranial vertebral artery aneurysm. The unruptured saccular aneurysm neck was 6.2 mm and the neck to sac ratio was 20.0 mm/6.2 mm. The parent vessel size/diameter proximal was 3.1mm and distally was 3.4mm. The report received indicated that after the procedure which was assisted with an enterprise vrd (enc452812), cerebral edema appeared in the left side medulla oblongata (around the non-cordis/codman coil mass). Symptoms developed the day after the procedure, including ataxia and hemiplegia (left side). Osmotic pressure diuretic and steroid therapies were administered by drip infusion, and rehabilitation was done. Symptoms continued to be evident two months post procedure. During the event, the stent was patent, and no coil was protruding into the parent artery. The modified rankin scale before the procedure was 0, 6 days after the procedure was 4, and 2 months after the procedure was 4. The act pre-anticoagulation was not measured, but post anticoagulation was 232 seconds. Pre and post procedure, the enterprise was fully expanded and appose to the vessel wall. After the procedure, the aneurysm residual flow was raymond classification 3 (aneurysm obliterated less <95%). Devices utilized prior to inserting the enterprise stent consisted of a prowler select plus microcatheter (606-s255mx/lot unknown), and a prowler 14 (mc) microcatheter (606-151fx/lot unknown). Additional products consisted of a guider st xf/boston scientific, excelsior mc (boston scientific), chikai/asahi intecc guidewire, microplex complex 18/microvention (14 in total), hydrocoil 14/microvention (4 in total), hydrocoil 10/microvention, microplex compass 10/microvention (14 in total), microplex hypersoft /microvention (10 in total), gdc-10 2d /stryker (5 in total), and gdc-10 ultrasoft/stryker (3 in total). The antiplatelet therapy consisted of aspirin 100mg/day: (B)(6) 2011 ~, clopidogrel sulfate 75mg/day: (B)(6) 2011 ~, heparin 5000u: (B)(6) 2011 (during the procedure), and argatroban hydrate 60mg/day: (B)(6) 2010 ~ (B)(6) 2010. A cd copy of the procedure was not available. The device remains implanted thus unavailable for analysis. Note: cordis lot # 1424659 is lake region lot # 01424659. Per lake region report (B)(4) - lake region medical did review the device history records relative to the manufacturing, inspecting and packaging of lot 01424659. The device history record review also included a review of the certificate of conformance received from specialty coatings systems and nitinol devices and components, along with lake region medical's internal receiving inspection records for the stents issued to the complaint lot. The history records indicate this product was final inspection tested at lake region medical and was determined to be acceptable. While not specifically mentioned, cerebral edema is a known potential adverse event associated with cerebral stent placement. The enterprise stent IFU specifically includes but is not limited to injury to normal vessels or tissue, vessel spasm and neurological deficits. All products undergo a 100% inspection prior to release for marketing. There is no evidence of manufacturing issues that may have contributed to the reported event; therefore, no corrective action is required at this time. Review of the information suggests that patient, procedure and target lesion characteristics may have contributed to the reported event.

Event description:
The complaint is from a clinical study (B)(4) for patient with ID (B)(4) indicated that the procedure was coil embolization assisted with an enterprise vrd (enc452812), cerebral edema appeared in the left side medulla oblongata (around the coil mass) the following day after the procedure, with symptoms of ataxia and hemiplegia (left side). Osmotic pressure diuretic and steroid were administered by drip infusion, and rehabilitation was done. The patient had sequelae as of two months from the event. The target aneurysm was located in intracranial vertebral artery.